Event description:
It was reported that while speaking with the user, their blood glucose was 201 mg/dl and they attributed an elevated reading to ilet use, with troubleshooting and education completed and no device alerts or alarms reported. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included case review and user interview. Investigation of this case revealed no device malfunction reported, no alarms, and no evidence of a component failure, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.